Event description:
It was reported that the catheter and the extension tube can't be connected. Patient status/ intervention: change new one. Device used on patient and patient not injured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed and was determined to be manufacturing related. One 4 fr groshong clearvue catheter and one distal groshong nxt connector piece were returned for evaluation. An initial visual observation showed no blood residue on the returned samples. An attempt was made to pass the returned catheter through the returned distal connector piece; however, the catheter was found to become stopped within the connector piece and could not pass through. A microscopic observation revealed no damage on the exterior of the distal connector piece. The distal connector piece was bisected, its inner diameter was found to narrow slightly proximal to the steep taper section. While the internal compression sleeve was found to be advanced, this premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through. This investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter and the extension tube can't be connected. Patient status/ intervention: change new one. Device used on patient and patient not injured.